Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident information. Without the device to examine, no determination can be made as to the root cause of the reported to examine, no determination can be made as to the root cause of the reported discrepancy. The inability to cross appears to be related to the narrow anatomy. The difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indications of a product quality problem. Device interaction with the tight ostium may have contributed to the dislodgement.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of dislodged stent from patient. Device issue: stent dislodgement. It was reported that after predilatation, the stent would not cross the lesion in the circumflex and it was removed from the patient. Additional dilatation was performed and another attempt to cross the lesion was made, but it still would not cross and upon pulling the device back to remove it from the patient, the stent dislodged in the circumflex, which had a tight ostium. A balloon catheter was inserted into the dislodged stent in order to capture it and the stent was removed from the patient. No patient effects were reported. No additional event or patient information is available.